Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no non conforming material reports (ncmrs) have been initiated that are related to this failure mode. Additionally, ncmr history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed and based on available information, there is no indication that the IFU was not followed. Pseudoaneurysm is a known possible adverse effect or vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The definite root cause, based on available information, is unknown as it cannot be definitively determined. The probable root cause is patient anatomy and health history.

Event description:
This was the physician first case with axera. The physician performed an interventional procedure through the common femoral artery (cfa) of the patient using an axera device and a 6fr sheath. The patient had undergone 6 previous procedures through the cfa. The patient had received 6,000 units of heparin, plavix, aspirin, effient, and was on medications for rheumatoid arthritis including prednisone prior to the procedure. The act level was 265s 20 minutes prior to removal of the sheath. The sheath was pulled immediately after the procedure and hemostasis was obtained following 15 minutes of manual compression. Upon transfer of the patient to the recovery room, it was suspected that a pseudoaneurysm was forming and the patient was sent for an ultrasound. The ultrasound confirmed a 5 cm pseudoaneurysm, which was treated with a thrombin injection. The patient was discharged with no further clinical sequelae.